Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery depletes faster than expected and subsequently the pump shut down. There was no impact to the customer's blood glucose level. Contact declined to troubleshoot with tandem technical support.